Event description:
It was reported that a user on week three or four of ilet pump therapy experienced postprandial hyperglycemia with a documented glucose of 283 mg/dl, without reported symptoms, and inquired about changing cgm targets or performing a factory reset; troubleshooting and education were provided, and additional clinical training was assigned. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no hospitalization, no alerts or alarms, and continued device use. Investigation included user interview and troubleshooting focused on mealtime dosing adaptation, cgm target settings, and potential maladaptation of meal announcements. Investigation of this case revealed no device alarms or malfunctions and suggested the hyperglycemia was most consistent with ongoing adaptation of mealtime dosing and possible maladaptation related to meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use or physiologic adaptation rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.